Event description:
It was reported that the customer was prompted to fill the tubing multiple times despite already completing the fill tubing once. The customer's blood glucose level was 200 mg/dl. The customer changed the cartridge and infusion set to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.